Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting, and no further action was taken by technical support.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.